Event description:
The facility reports while two nurses were moving the lift to remove a pt from bed to place him on a special mattress, the hanger bar came detached from the jib assembly. The users indicated, they were using the handle/push bar to maneuver the lift and were not pulling/pushing it by the hanger bar. The lift was removed from service. No injuries were reported. The lift was inspected and found to have minimal scratches, scuffs, or signs of abnormal wear. The hanger bar also showed no signs of abnormal wear. The membrane touch pad had inoperative up/down function buttons, and the dps did not work due to a broken t-bar pick-up assembly. This most likely occurred when the hanger bar detached. All other functions tested to spec. (B) (4).